Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the device exhibited post paced t-wave oversensing. The patient was brought in the clinic on (B)(6) 2017. The device was reprogrammed successfully. The patient remained stable during and post event. The patient will continue to be followed-up remotely.